Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing of noise. Subsequently, the patient was hospitalized, and the device was temporarily programmed to secondary vector. Data was also sent to technical services for further review and recommendations. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing of noise. Subsequently, the patient was hospitalized, and the device was temporarily programmed to secondary vector. Data was also sent to technical services for further review and recommendations. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains in service.